Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a patient death. The patient was presented to the emergency department (ed) via emergency medical services (ems) in cardiac arrest. The patient was down for 20 minutes at home. The ventricular assist device (vad) coordinator noted that it was unknown what precipitated the event. The death was not considered to be device related and the device was operating as expected. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was a chronic dialysis patient with renal failure onset prior to device implant and had previously been doing very well prior to the death.